Event description:
The initial reporter received a questionable a1c-2 tina-quant hemoglobin a1c gen.3 result from one patient sample tested on the cobas c513 analyzer commercial system. The initial result was reported outside of the laboratory/physician. On (B)(6) 2023, the initial result was 70 mmol/mol. On (B)(6) 2023, the repeat result was 39.2 mmol/mol. The repeat result was confirmed using another method and fits with the patient's previous results.

Manufacturer narrative:
The reagent lot number is 718885. The expiration date was requested but not provided. The customer uses 4ml sodium fluoride/k3 ethylenediamine tetraacetic acid (edta) tubes (gray top). The investigation is ongoing.

Manufacturer narrative:
The customer uses 4ml sodium fluoride/k3 ethylenediamine tetraacetic acid (edta) tubes - gray top. Product labeling states: "the system is equipped with the s1 probe for open sample tubes and sample cups, and the s2 cts probe for closed sample tubes." "The four closed sample tubes below are pre-configured on the system: name/tube diameter mm/tube length mm/dip point mm/cap: standard/13/75/68.7/wide; map/13/75/30.0/wide; m 2.7/11/66/53.0/narrow; m 1.2/8/66/44.0/narrow - closed sample tubes that are pre-configured on the system." The customer stated that the s2 cts sample probe was worn even if it was replaced a month ago; the customer runs about 10,000 samples a month. "Use cts racks to transport closed sample tubes around the system. The system sends cts racks to the s2 cts probe." "Warning! Damage to the analyzer due to misuse of cts racks use of sample tube types on a cts rack that are not assigned to it can damage the analyzer. Only use sample tube types on cts racks that are configured on the system. Load sample tube types in the correct rack ranges for cts racks." "As-needed maintenance actions: replacing the s2 cts probe - damage to the s2 cts probe can affect results." "Replace the s2 cts probe every 150 000 pipettings." The investigation determined the event was caused by the customer's off-label use (the customer's use of incompatible/not validated 4ml sodium fluoride/k3 ethylenediamine tetraacetic acid edta tubes gray top).